Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is probable that the issue was the result of physical stress applied to insertion section during user handling/mishandling, leading to damage of image sensor unit. The event can be prevented by following the instructions for use which state: 5.3 precleaning the endoscope [warning] ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. The event occurred during preparation for use. There was no delay, and the procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: there were horizontal lines in image when plugged in the processor and the insertion tube had heavy dent/bite. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.